Event description:
Additional information was received from a company representative on (B)(6) 2016 and reported the serial number of the patient's new pump was unknown, and the cause of the inability to aspirate the catheter was unknown. It was noted they were unable to aspirate the catheter during a flow study, and was noted to not being investigated further at this time. It was noted healthcare professional (hcp) thought that the patient was not experiencing withdrawal symptoms, as the same symptoms persisted even after multiple doses over 2+ days of 30 mg oxycontin 4 times a day given by mouth. Although the patient presented with symptoms one may find in an under dose or withdrawal event, patient did not have complaints of increased pain. It was noted there are quite a few "bugs making their rounds in the community out here, anda lot of people are sick." It was unknown if the issue was resolved.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 24 mg/ml dilaudid at 11.997 mg/day via an implantable pump for an unknown indication for use. It was reported that the patient reported to the emergency room on (B)(6) 2016 following a pump replacement on (B)(6) 2016 with withdrawal symptoms. It was stated that they began the evening of (B)(6) 2016 and worsened until (B)(6) 2016. The pump was interrogated and the alarms were read out earlier on (B)(6) 2016 with no motor stall or pump alarms noted. The patient was sent home with oral medications and was scheduled for a dye study on (B)(6) 2016. It was further noted that the patient was also taking oral 30 mg oxycontin as needed. The patient had the oxycontin in the days prior to the surgery, but did not take it friday, saturday, or sunday. It was unknown if this was discussed between the patient and the emergency room doctor. No surgical intervention was scheduled and none was planned. The patient was noted to be "alive - no injury." On the evening of (B)(6) 2016, the patient had a flow study and they were unable to aspirate the catheter. It was noted that even with the 30 mg oral oxycontin 4 times per day, the patient continued to have the same symptoms that led to his emergency room visit. It was believed that the patient was not experiencing withdrawals secondary to any problem with his pump or catheter, so no other action was planned at the time. The patient was scheduled to follow up with his hcp on (B)(6) 2016. The patient's medical history included failed back surgery syndrome.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative. It was reported on (B)(6) 2016 that they were going to perform a roller study that day but then noted that they were going to reschedule the roller study. The serial number of the pump was reported and the indication for use was spinal pain.